Event description:
Pt was treated for myopia with a summit laser. Since the operation they had complications that have arisen from an uneven cornea that has left them visually disabled. Surgically, there were no events that would have caused the visual losses they have sustained. Pt's surgeon is that the beam burned unevenly, perhaps due to a debris plume. Both eyes have sustained a loss of contrast that prevents them from seen in dimly lit places. Both eyes have significant glare, halos, and starbursts caused by a smaller ablation zone than the night-adapted pupil. The right eye has multiple images that overlap.